Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Gehc recommended replacement of the manifold cover. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a broken manual bag mount. There was no report of patient involvement.